Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that fiber vibration was noticed during three procedures. The fibers could be heard rattling against the sides of the scope channel. The problem became most noticeable during the third case, in which fiber tip breakages were experienced. The physician was forced to withdraw the fiber and strip the coating to expose the tip anew. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that fiber vibration was noticed during three procedures. The fibers could be heard rattling against the sides of the scope channel. The problem became most noticeable during the third case, in which fiber tip breakages were experienced. The physician was forced to withdraw the fiber and strip the coating to expose the tip anew. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.